Event description:
It was reported that the patient experienced withdrawal and increased pain while on flex dosing. It was noted that the event occurred when his flex step started at 21:00. It was indicated that the patient dropped from a basal rate of 9.3 mcg/hr during the day to 6.6 mcg/hr. In the evening. No further information was provided. The drug delivered via pump was lioresal. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).